Event description:
Dr noticed rotational toggle when insert was put in shell. Another insert was made available and was used successfully. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event shell, suggest that this event is not device related but rather is associated with surgeon expectations.